Manufacturer narrative:
(B)(4). Follow up information was received from the peritoneal dialysis registered nurse (pdrn). The rn could not confirm the peritonitis start date of (B)(6) 2012, as reported by consumer. The patient's first hospitalization was from (B)(6) 2012 of which the patient had not recovered upon discharge. The patient was hospitalized again from (B)(6) 2012 and was recovering from the peritonitis upon discharge. The diagnosis for both hospitalizations was peritonitis and the cause of the peritonitis was unknown. Treatment for the event included cipro daily. During the second hospitalization, the pd catheter was discontinued and the patient began in-center hemodialysis (ich). The patient was to resume pd therapy after the peritonitis had resolved and the patient would be retrained at that time. Per the nurse, the events were unrelated to dianeal therapy.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11l17189 and h11j29030 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.